Event description:
During gynecological procedure, the device got hot to the touch after five to ten minutes of use. The unit became non-responsive and the power settings could not be adjusted. The procedure was converted to laparotomy. The patient is fine.

Manufacturer narrative:
H-6 67: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. PMA 510k number is: k993801